Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level at the time of the incident was 481 mg/dl and current blood glucose 321 mg/dl. The customer¿s other blood glucose was 81 mg/dl, 581 mg/dl, 533 mg/dl. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The high performance test was performed and the test was passed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.